Event description:
The pt was implanted with a left ventricular assist device. It was reported that 2 pins were found to be broken off inside the white connector of the system controller. The pins were in the battery clip. The hospital replaced the system controller and battery clip from their stock.

Manufacturer narrative:
This report is to provide the results of the device evaluation. The analysis of the returned system controller confirmed two pins were missing/broken within the connector of the white power lead. The analysis suggests that the broken pins were related to an alignment issue during physically mating the connectors to either the pt cable or battery clips. During analysis, the damaged sustained to the connector affected the system controller's ability to operate a test lvad due to an open circuit condition as a result of the broken pins. The finding was consistent with the data contained in the log file.